Event description:
Following insertion of the introducer, skiving was noted on the tip of the needle. When inserting the needle into the sheath, resistance was noted. When pulling back the introducer, plastic was noted on the needle tip. The introducer was replaced and the procedure continued with no consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. Visual inspection of the sheath and dilator revealed no anomalies. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath. A brk needle/stylet assembly from current inventory was inserted through the dilator/sheath assembly; no resistance was noted. Further investigation of the dilator tubing revealed evidence of skiving along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.